Manufacturer narrative:
Device evaluation: the concerned drillcut-x ii-35 shaver handpiece (40712035, serial: (B)(6)) was inspected at the manufacturer's site. The reported issue ("device is getting stuck during use") could not be confirmed. Even after a thorough inspection of the product, the repair technician was unable to find any defects. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "device was in use since july. Device is getting stuck during use". No negative impact in state of health reported.